Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. The fiber proximal to fracture was found to rotate independently of outer flow tubing. The outer flow tubing open end exhibited minor scratch marks. The connector cone, segments and tabs appeared in good condition and secure. The control knob was attached and aligned with fiber and could rotate the fiber. Based on the glass cap circumferential fracture at distal side, an evaluation conclusion code of unintended use error caused or contributed was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photo-selective vaporization of the prostate (pvp) procedure, the aiming beam was observed to be forward-firing after 09 seconds lase time and 660 joules of use. The aiming beam was observed to be very dim and the fiber cap was loose. The forward-firing aiming beam could be seen in the bladder. The fiber was replaced and the procedure completed using a second fiber. There was no patient injury.

Event description:
It was reported that during the procedure, the aiming beam was observed to be forward-firing after 09 seconds lase time and 660 joules of use. The aiming beam was observed to be very dim and the fiber cap was loose. The forward-firing aiming beam could be seen in the bladder. The fiber was replaced and the procedure completed using a second fiber. There was no patient injury.